Event description:
It was reported during the arthroscopy procedure that the genesis pe could not be inserted. The incident occurred inside the patient. The procedure had a delay between 0-30 min and it was necessary to use a backup from smith & nephew. Although the surgeon blames the device, he was satisfied with the surgical outcome. No patient injury or other complications were reported.

Manufacturer narrative:
Description of problem.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device could not confirm the stated failure mode. The device has signs of damage from attempted use. A dimensional inspection of the returned device could not confirm or explain the stated failure mode. The device has signs of damage from attempted use. A dimensional inspection was attempted; the damage/deformation at several features of the device would not allow for accurate measurement. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported during the arthroscopy procedure that the genesis pe could not be inserted. The incident occurred inside the patient. The procedure was completed using a backup from smith & nephew. No patient injury or other complications were reported at the moment.